Manufacturer narrative:
MDR#3004209178-2016-10952 contains previously reported impedance issues with the patient's previous system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient fell in (B)(6) 2016 which resulted in some of the patient¿s electrodes being out of range as 8, 12, 13, and 15 were all over 10,000 ohms at 0.70v during an impedance test taken by the manufacturer representative in (B)(6) 2016. It was reported that end of service (eos) was seen on (B)(6) 2017 for a non-rechargeable implantable neurostimulator (ins). The programmed settings were as follows: program 1 had 5.0v, 350 microseconds, 100 hertz, at 746 ohms, and 6.621 milliamps, program 2 had 5.0v, 420 microseconds, 100 hertz, at 918 ohms, and 5.416 milliamps. The longevity calculation showed 9 months. It was reported that the battery did not last as long as the patient expected. The patient¿s previous battery lasted 2 years. The caller was redirected to a health care professional (hcp) to follow-up regarding ins replacement. There were no patient symptoms reported. No further complications were reported. Additional information was received from the health care professional (hcp) via the manufacturer representative on (B)(6) 2017 reporting that the patient was deciding what they wanted to do and therefore a surgical intervention had not been planned, scheduled, or performed at this time. It was reported that the manufacturer representative imagined that the current settings were draining the patient¿s battery that low and that this had been confirmed with technical services. At this point no actions were taken as the patient was getting sufficient therapy when their system was functional before the elective replacement indicator (eri) even with the electrodes being out of range (oor). The patient¿s weight was not known and would not be made available. It was confirmed that the manufacturer representative¿s report had been confirmed with the health care professional (hcp). It was confirmed that another representative had seen the patient in (B)(6) 2016. Additional information was received on 2017-05-10 from the manufacturer representative who had seen the patient in (B)(6) 2016. The manufacturer representative reported that they were not privy to the information regarding the patient¿s fall. The manufacturer representative was aware of the 3 electrodes that failed the test. The impedances were previously reported (see MDR#3004209178-2016-10952).

Event description:
Additional information was received from a representative on 2017-05-24 indicating that the patient was still undecided what they wanted to when the representative had last seen them and it was not known if a replacement would be performed. It was noted that the battery depletion was consistent with their high settings. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.